Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, cardiac tamponade occurred. The case was aborted. No further patient complications have been reported as a result of this event.